Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by hospital staff. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased above 700 mg/dl after more than 48 hours of pod wear on the arm. The patient was subsequently admitted to the hospital and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous therapy, insulin infusion, and antibiotics. The reason for antibiotic treatment was not specified. The patient remained hospitalized for one day and was discharged on (B)(6) 2026. According to the patient, the pod involved was discarded at the hospital and is unavailable for investigation.